Manufacturer narrative:
Additional information: analysis of the returned device shows that no pre-existing defect was found on the returned implants which could be responsible of the event. The exact cause of the setscrew loosening and rod slippage cannot be determined with the provided information. The loosening of the setscrews may come from: - over tightening of the setscrews after their break off leading to the splay of the bone screw tulip - improper insertion of the rod into the rod canal of the pedicle screw: in such condition, when the patient stands up, realignment of the rod into the rod canal may happen inducing setscrew loosening - collapse and/or slippage of the l3 vertebra (site of the osteotomy) inducing additional stress on the anchorages below the osteotomy site.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was discovered that the rods had migrated and the screws had backed out. A revision surgery was done to replace the hardware. No further details are known at this time.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.